Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found a single occurrence of system fault 179, indicating a capacitor fault. However, the reported failure could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179). There was no patient injury reported as a result of this incident.